Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had modular cable damage with green oxidation being seen. The patient's modular cable and system controller were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the bulkhead connector of the system controller was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated the patient had modular cable damage along with green oxidation. The patient's modular cable and system controller were consequently exchanged at the end of may 2024. The additional information provided stated that there was no damage noted on the system controller. There were log files available only for the events that occurred in august. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no response was received. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.